Event description:
The tip of the screwdriver broke during a procedure, please send the hospital a replacement.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Corrected data: the incorrect alert date was entered on the initial medwatch report. It should be noted the correct alert date should be january 1, 2015. As such, the initial report was submitted within the 30 day requirement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.